Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, infective endocarditis. It was also noted on telemetry that there were high thresholds on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted. Cultures were taken and medication was administered to the patient. No further patient complications have been reported as a result of this event.